Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced fluctuating blood glucose levels after a meal announcement, with a low of 55 mg/dl and a high of 235 mg/dl. The hypoglycemic episode was managed with fast-acting carbs, and the hyperglycemia persisted for approximately two hours before being corrected by the ilet algorithm. No outside medical intervention was required.